Manufacturer narrative:
H11. Additional manufacturer narrative: the implant date was known only as "(B)(6) 2017". Thus, (B)(6) 2017 was used to calculate the minimum implant duration. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in italy a carpentier edwards magna 33 mm valve implanted in mitral position underwent a valve-in-valve (viv) intervention after an implant duration of approximately seven (7) years and two (2) months due to fibrocalcification leading to stenosis (mean gradient 8mmhg) and regurgitation. Valve area/index 1.6 cm2. The patient presented with dyspnea and chest pain before the viv procedure. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve. The patient was discharged home.

Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.